Manufacturer narrative:
One impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was returned for investigation (images 1 - 3). Visual evaluation of the as returned product identified that the implant was returned without the original packaging/vials. Signs of use was also identified on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture image was not provided by the customer. Appropriate documentation was reviewed. DHR review for the lot (1242729) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the packaging process. No malfunction or nonconformance was identified. Complaint history review was performed for the reported lot number (1242729) for similar events and no other complaints were identified. Based on the available information, the reported malfunction could not be verified. Additionally, the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/nonverifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K011028, k013227.

Event description:
It was reported that implant was loose in the vial when attempting to remove it and the loss of sterility occurred. Just used another implant from stock. Tooth # 19.